Event description:
It was reported to philips that the discharge energy is near allowed limit. There was no reported patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) using the discharge analyzer found the high voltage capacitor needed to be changed. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.